Event description:
The customer reported, the battery charger led light does not turn on. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).: the customer reported the battery charger led light does not turn on. There was no report of pt involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The ac power supply was replaced to resolve the reported issue.